Event description:
It was reported to tyco healthcare/kendall in 7/2002 that a healthcare worker sustained a needlestick using the proguard ii safety needle holder. The customer states that a healthcare worker was stuck with a collection needle while attempting to lock-down the needle retraction device of the proguard ii safety needle holder. The customer states that the worker was using a 1 1/2" needle with a 1" proguard ii safety needle holder.